Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation for liver cancer, the device's temperature became unstable; pump was in use, but very high temperature was indicated during ablation. Due to safety mechanism, ablation was automatically stopped due to temperature error, but pump circulation was fine. Ablation was attempted again and again to complete the procedure. Also nothing abnormal was observed through the evaluation of computed tomography scan image taken post procedure. The generator worked fine and was not returned for service. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.